Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 280 mg/dl. The customer stated that insulin squirted out during manual prime. The customer was disconnected during prime. The customer was not dropped or bumped. The pump was not exposed to water. The customer stated that the drive support cap is not damaged. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the displacement, self test, off no power, rewind, basic occlusion and prime tests. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery, unexpected restart or occlusion tests due to the motor error alarms. No compromised force sensor system alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. Upon visual inspection, the pump had a slightly loose and tilted drive support disk. The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, cracked battery tube threads, a cracked case and a missing end cap sticker.